Event description:
Event was reported to caldera medical by an attorney. The patient suffers incontinence, stretching feeling from inside, painful intercourse. No further information has been provided.